Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "material sensitivity reactions." Number 20 states, "persistent pain." The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03529 / 03530).

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2011. Subsequently, patient alleges pain and nickel allergy. Patient further alleges her MRI confirmed there are no issues and the implants are in proper alignment. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.